Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a p/l fusion at t12-s1. A posterior lateral fixation plate and rod were used at l5-s1. It was noticed that the rods and the plate loosened post op. The revision surgery was planned.